Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 01/23/2017, that on (B)(6) 2017, the g5 mobile application, beeped loudly and then displayed a message to stop and restart the application. No additional patient or event information is available. Data download log reviewed for evaluation on 02/13/2017. The customers complaint was confirmed. The root cause could not be determined post investigation.